Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. The small grasping retractor instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken end. A fragment fell inside the patient and is unknown if it was retrieved.